Event description:
It was reported that the patient presented in-clinic after receiving inappropriate high voltage therapies. The therapies were delivered due to the device detecting atrial fibrillation with rapid ventricular rate rhythm. Programming change was recommended. It was also noted that physician will be adjusting patient¿s medication to lower the rate.